Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, the fenestrated bipolar forceps instrument was noted with a black coating missing from the cable. The procedure was completed with no reported injury.

Manufacturer narrative:
(B)(4) .